Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Performed visual inspection on the returned meter and no issues were observed. Upon insertion of retained batteries, flashing indicator lights was not observed. The meter did not power on with button depression or with strip insertion. Meter was de-cased and upon visual inspection, liquid ingress contamination was observed on the pcba (printed circuit board assembly). A blank screen was not observed as the meter successfully downloaded. No malfunction or product deficiency was identified due to a use issue.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.